Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the detection method is included in operation manual chapter 3 preparation and inspection. The preventive measures are included in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the air/water system of the evis exera iii colonovideoscope did not work. The issue was found during an unknown procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material found clogging the nozzle.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, air supply volume did not meet standard value and due to a dent on the nozzle, water supply volume did not meet standard value. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: the flexibility adjustment ring had a scratch, the grip had a scratch, the suction cylinder had discoloration, the scope connector case had a crack, the plug unit had a scratch, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the objective lens had a crack and the light guide lens had a crack. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.